Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. Insulin pump received with cracked retainer and cracked case at battery tube side. The insulin pump p-cap / test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.